Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the helix had extended independently and could not be retracted with the wrench kit. The lead was removed and replaced. No patient complications have been reported as a result of this event.